Event description:
Upon opening the electrosurgical grounding pad- discovered break in insulation of cord near pad itself. Issue is a packaging issue in that this break in the cord is exactly where the cord is folded up & placed in a plastic cover. The scrub tech had noticed a bright flash of copper reflecting off the surgical light & discovered break in insulation.